Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the implant procedure went well the the device was unable to pair to the mtx cell. The issue was resolved after trying for a few times. Patient¿s condition was stable.